Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that the "aspiration flow characteristic into the cutter was low and with turbulence." The procedure was completed without harm to the patient and without changing the product.

Manufacturer narrative:
(B)(4). A probe product sample was received for evaluation. A device history records for the reported lot number indicates that the product was released according to the product¿s acceptance criteria. An actuation test was performed and deemed nonconforming. The cutter did not open and close completely. An aspiration test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 0-5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There were slight gouge marks at the bend area of the inner cutter. The extension was able to be pulled out of the inner coupling. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 5 minutes of use, the adhesive bond failed causing the extension to detach from the coupling. A cassette sample was received for evaluation. A device history record for the reported lot shows the product was released per specifications. A visual inspection of the cassette showed that the administration chamber was cutoff in returned condition, no other defects were observed. The cassette was then tested to ensure proper performance and functionality. Lab stock components were used to replace missing items and continue testing. A console representing the current software version was used to test the sample. The light interference diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. A probe from lab stock was used to measure for the aspiration flow rate performance with the cassette and was found to be conforming. The root cause of the customer's complaint could not be established, the sample met specifications. The manufacturer internal reference number is: (B)(4).